Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that the stimulator hadn¿t worked for about two years. The patient stated that when stimulation was turned on her right leg would get irritated and hurt so she stopped using stimulation. It was noted that this was reportedly related to a damaged nerve in the leg. The patient stated that she wanted the implantable neurostimulator (ins) removed. (B)(6) 2013: interface update: no new information.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37752, serial# (B)(4): product type recharger; product ID 37743, serial# (B)(4): product type programmer; (B)(4).